Event description:
It was reported that the device exhibited a motor rate error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: b3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the top case was damaged at the front corners and the right plunger case and bottom case were cracked where the l-bracket attached. The tamper seal was broken. Review of the event history log (ehl) showed motor not running. An occlusion test was performed as part of the functional test and the reported issue was not duplicated; however it was found that the carriage nut, screw and washer were tightened past the specification. As a result, the carriage nut, screw and washer were shimmed. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 and h3 were updated, d3, g1, and g2 email is: (B)(4).